Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11 one 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to investigate the failure mode of the agilis leak. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During an atrial fibrillation procedure, when aspirating the sheath post transeptal air leaked through the side port twice. The sheath was replaced and the procedure was completed with no adverse patient consequences. Upon inspection it appeared that the valve was torn.